Event description:
New information received noted that loss of capture was noted on the lead.

Event description:
It was reported that patient's left ventricular (lv) lead was dislodged. The lead was explanted and replaced. The patient was stable.